Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that impedance on the pace/sense lead has increased to greater than 3000ohms. Capture threshold has increased to 4v. The lead was replaced. No patient complications were reported as a result of this event.